Manufacturer narrative:
The customer¿s report of a broken male luer was confirmed. Visual inspection observed that the male luer tip had been strained. Dimensional and functional testing was not possible as the set was damaged. The root cause of a broken male luer was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV tubing broke at the hub while disconnecting from the patient. No patient harm reported.